Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation off fluid leak was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. 72404127, 1000161635, control pump fgs iz, device incontinence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation off fluid leak was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. 72400024, 1000165178, balloon fgs 61-70 cm, device incontinence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation off fluid leak was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2018, consisting of a 4.0cm cuff, a 61-70 balloon, and a control pump. Patient states that aus worked fine until he was admitted to another hospital in (B)(6) 2019 with altered mental status. Patient does not recall having a catheter inserted and does not recall the time he was in the hospital but states that he started leaking again after said hospitalization. All components were explanted and replaced with a new 4.0cm cuff, a new 61-70 prb, and a new control pump. No leaks could be detected in the system although the doctor stated that ultrasound showed only 18 ml in the original balloon, less than balloon was originally filled with.

Manufacturer narrative:
72404127, 1000161635, control pump fgs iz, device incontinence mechanical/hydraulic. 72400024, 1000165178, balloon fgs 61-70 cm, device incontinence mechanical/hydraulic.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2018, consisting of a 4.0cm cuff, a 61-70 balloon, and a control pump . Patient states that aus worked fine until he was admitted to another hospital in (B)(6) 2019 with altered mental status. Patient does not recall having a catheter inserted and does not recall the time he was in the hospital but states that he started leaking again after said hospitalization. All components were explanted and replaced with a new 4.0cm cuff, a new 61-70 prb, and a new control pump. No leaks could be detected in the system although the doctor stated that ultrasound showed only 18 ml in the original balloon, less than balloon was originally filled with.